Manufacturer narrative:
CAPA in process for the snoreguard.

Event description:
Consumer stated: the one you sent me did the same thing, I think it¿s a bad batch? (The original one in case (B)(6) or (B)(4) was delamination.) I have been using them for a few years now and replace them every 5 month usually. I replace them at 5 month because they become uncleanable at that point.